Event description:
The reporter stated the connection broke apart. There is no additional info available. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Add'l lot # 1228566. Eleven samples - one broken at the dome and 10 intact were received. The 10 intact units were tested and found to break easily. The breaks were clean with no visible cracks. It was therefore, determined that the dome had inadvertently been bonded to the stopcock using cyclohexanone instead of dichloromethane. To correct this, identification of the solvent dispensers was changed in sept 2008 to reduce the likelihood of this recuring. The issue was reviewed with manufacturing personnel. The lots in question were manufactured before these corrections were in place. The device history was reviewed with no related issue found. Smiths was able to confirm the issue and determine the cause. Corrective actions have been put in place. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the info was received was july 16, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.